Manufacturer narrative:
Additional manufacturer narrative: correction on the root cause. Based on the information received, placement difficulty during device insertion most likely contributed to this event.

Manufacturer narrative:
Method: device was not returned. Result: none. The device was not returned to edwards for evaluation as it was discarded by the hospital staff. Manufacturing records were unable to be reviewed as no lot number was available. There was no allegation of product malfunction reported. Based on the information received, edwards is unable to determine the root cause for this event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient sustained a small coronary sinus perforation during placement of a peripheral retrograde cardioplegia device. The physician used transesophageal echo (tee) and fluoroscopic imaging for visualization during device insertion for a mitral valve repair (mvr) procedure. Non-occlusive venogram was performed to assess coronary sinus anatomy. It was reported the physician had placement difficulty during device insertion. The device was in use for ten (10) minutes at the time of injury. No guidewire was used to place the device. The device was used per edwards instruction for use. Patient was stable and was sent home the following day. Patient had no notable unexpected anatomical variances.